Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic sigmoidectomy, the surgeon found it hard to remove the stapler from the cavity. The stapler was then removed after multiple attempts of wiggling and twisting as the initial movement the surgeon felt resistance. Due to the difficulty, the tissue rings on the anvil were torn. The surgeon performed a leak test to test the anastomosis and found that there was no leak. There was no patient injury.